Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient sustained an impact to the implant site. Subsequently, the patient experienced pain, dizziness and headaches leading to device non-use . The device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.